Event description:
It was reported, that the patient presented for a follow-up in clinic. Upon review of the transmission, it was noted, that the atrial lead exhibited noise over-sensing. Resulting in inappropriate automatic mode switch episodes. The atrial lead was explanted and replaced. The patient was in stable condition.